Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic now with increased brain natriuretic peptide (bnp) and shortness of breath. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The pump log files are unremarkable. The patient presented with cardiogenic shock with stable pump function on (B)(6) 2026. The log files were submitted for review. The log files captured routine events. The ventricular assist device (vad) and peripheral equipment functioned as intended.